Event description:
Evaluation revealed contamination on the force sensor and the force sensor was out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 06/30/2011. (B)(6). Correction/removal report number: 2531779-03/24/2010-003-r. A load cartridge step was performed and the pump did not detect the cartridge and emitted a "no cartridge detected" warning. During evaluation, contamination was found on the force sensor and the force sensor was found to be out of calibration. Unrelated to this issue, the keypad was found to be torn and the contrast button was missing. The battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.